Manufacturer narrative:
Additional information is provided in sections a.1, a.3.a, b.3, b.7, e.1, h.6 and h.11. No lot code was reported by the customer; therefore, lot specific evaluation cannot be completed. All compounding, preprocessing, filling and packaging mbrs are subjected to 2 independent reviews. In addition, the following are reviewed: - all chemistry and microbial finished product results - environmental, utility, bioburden records - sanitization records. - sterilization cycles silikon 1000 is compounded by (1) chemical and thermal extraction, and (2) sterile filtration of oil prior to filling. The product is then filled into its primary packaging components using aseptic processing. Silikon 1000 10 ml glass bottles and the stoppers are made from silicone; the product is filled on line 21. The product is terminally sterilized using dry heat. Following sterilization, units are (B)(4) inspected for particulate in the solution and then packaged into pouches and sealed. Root cause for the complaint condition could not be determined. Potential root causes: lot specific evaluation is not possible without the lot code being reported. No further action warranted at this time. The manufacturer internal reference number is: 2024-70828 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the patient experienced retinal hemorrhage after combination of cataract and vitrectomy surgery. Details of procedure was not reported.